Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at anterior and posterior leaflet 3(a3p3). Post deployment, first mitraclip had single leaflet device attachment(slda) from the anterior leaflet. The patient was symptomatic with fatigue, edema and clinical signs of right heart failure. Transesophageal echocardiogram(tee) revealed leaflet damage. Per the physician, slda was due to the fast annular dilation that caused excessive tension. 3 additional clips were implanted to treat the posterior portion of valve and to stabilize the slda clip. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the cause of the reported incomplete coaptation/ single leaflet device attachment (slda) appears to be related to challenging patient anatomy. The reported leaflet damage, fatigue, edema, and clinical signs of right heart failure appear to be a cascading effect of the slda. The reported patient effects of edema, leaflet injury, fatigue, and heart failure are known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.